Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level of 415 mg/dl. The customer had shortness of breath, nausea, and a headache. The customer was given IV drip for two hours. The customer was wearing the insulin pump at the time of hospitalization. The infusion set cannula was bent. The customer had treated her blood glucose level with shots. The device was not returned.